Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in original packaging was provided for evaluation. The sample underwent visual inspection and no defects were detected. An occlusion test was performed, and the results showed no failures. Thereafter, the sample was subjected to leakage test in accordance with the design input requirements by creating a closed system between the arterial and venous sections of the sets and evaluating them using air underwater method. The results indicated no failures. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we have several lots over the last 8 weeks that have had air in the line (air in line post needle connection to pre dialyzer) that triggers the machine system to alarm, venous pressure to become erratic causing disruption in treatment and clotting. No injury reported.